Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence. It was noted that the patient's trial started on (B)(6) 2024. It was reported that the patient was experiencing pain. It was unknown if the issue had been resolved. Additional information was received from the patient on (B)(6) 2024. They reported that their back was sore even after the decrease that their manufacturing representative (rep) had done. They stated that they didn't have a bowl movement for four days and then had seven bowel movements. They asked if this was normal. Patient stated that they were having emts come and check their wounds because they had not one to do this. Patient was advised to contact their clinician for advice. On (B)(6) 2024 they reported that they stopped taking their codeine as they felt this was the cause for their constipation. They stated that they were going to take milk of magnesia last night and forgot, so they were regretting that today. They stated that they had so much discomfort in their back since the procedure that their pain level was at a 7. They stated that they turned their device off from 9am to 3pm and that did not help the pain. They stated that they never provided a baseline before this to anyone and they felt that their symptoms were worse. On (B)(6) 2024 they reported that their urgency with their bowels had been all in 3 to 5 range the last few days. They stated that they must have had a reaction to the dura bond they used as their back felt like it was on fire. Patient stated they were given amoxicillin for this and that they had diarrhea from it. The patient did say they had a call into their hcp for this. Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence and urge incontinence. It was reported that the patient's trial started on (B)(6) 2024. It was reported that the patient reported they had pain. Additional information received on 03/17 indicating that the patient mentioned they had diarrhea and their symptoms are getting worse. The issue is ongoing. Additional information was received from the patient. They reiterated they had a trial in (B)(6) of 2024 and that they had such a bad infection because they'd used dermabond and the trial had to be taken out but at that time their manufacturing representative (rep) was very responsive and had been aware of the issue.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead; lot#: unknown; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 978b1; lot#: unknown; implanted: (B)(6) 2024; product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No new information for the event description.